Event description:
It was reported that tandem mobi pump issued cartridge alarms, including confirmed cartridge alarm 34, and caller was unsure if pump had been exposed to external magnets that may have triggered alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support to check status of pump exchange, agreed to move forward with pump replacement, planned to use multiple daily injections as backup therapy.